Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/23/2023. The patient experienced severe shortness of breath, vomiting and was diagnosed with diabetic ketoacidosis. An ambulance was called and the patient was taken to the hospital where he was admitted to the ICU and treated with IV insulin. The patient was treated in the ICU for 48 hours and in the diabetology department for 48 hours. The hospital reported that the dexcom device contributed to this event. No additional patient or event information is available.

Event description:
It was reported that a transmitter failed error occurred. A healthcare professional reported that the patient experienced a hyperglycemic event while using the dexcom g6 cgm system. The reported stated the patient was transported to the hospital by the samu and admitted to the intensive care unit for severe ketoacidosis. Hospital personnel reportedly claimed that the hyperglycemic event was caused by the patient's transmitter. The patient was doing fine at the time of contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.